Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is completed, a f/u report will be submitted.

Event description:
The customer reported that at the beginning of the procedure, sealing could not be completed even though an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.